Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown) about a week later. 2 additional consumer events were also communicated which are captured on separate reports.